Manufacturer narrative:
The reported ¿impedance issue¿ was confirmed. Analysis of the returned extension b (right) found an area, approximately 11.5cm from the terminal end, where all internal wires were broken. There were no reports of trauma such as a fall or accident; however, it was reported that the ipg was flipped in the pocket. ¿twiddling¿ is consistent with an overstress condition caused by the patient¿s action in manually changing the position of the ipg or the ipg flipping in the pocket.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both the leads. As such, surgical intervention took place wherein it was noted that the ipg was flipped and one of the extensions was fractured. As such, the ipg and extensions were explanted and replaced. Intra op testing showed impedance on the leads. However, the impedance was resolved replacing the extensions and ipg. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Therapy dates are estimated.